Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. A getinge field service engineer (fse) stated, during pm by getinge s.t.m. Drive manifold tests failed. Replaced drive manifold drive regulator and pim assy. Recalibrated all press transducers. Ran and passed all performance and function tests. There was no patient involved and no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed drive mainfold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.